Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after eating chinese food, a known trigger for elevated blood glucose for this individual, while using the ilet system; the agent advised that the ilet could correct over time or that the user could change the infusion set when in doubt, and the user¿s family planned to check in, with no symptoms reported by the user. Symptoms included elevated blood glucose without reported associated clinical manifestations. Outcomes included no alerts or alarms and no escalation of care. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms and no device malfunction reported, with hyperglycemia attributed to dietary intake and possible infusion set considerations. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.